Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with a total of ten proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unspecified device issue occurred with all ten proglide devices. The sutures of proglide devices from another lot were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device evaluated by MFR: it was initially reported the device was returning. Subsequently, it was reported the device was discarded and is not available for analysis. MFR site: contact office name.

Manufacturer narrative:
The additional 9 proglide devices referenced in b5 are being filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with a total of ten proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unspecified device issue occurred with all ten proglide devices. The sutures of two new proglide devices from another lot were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. No additional information was provided.